Manufacturer narrative:
(B)(4). Date sent 7/2/2025. D4 batch #277c58. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with staple height selector loose broken and no reload was loaded in the device. Further analysis shows the anvil partially detached from the distal end and the anvil post of this area appears to be damaged as if the anvil was pulled out off the device. Also, the anvil shroud showed the locks broken that support the metal body. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 277c58, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? ¿ good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no. The lot/batch 277c58 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the transection was not so smooth.